Event description:
The consumer's wife alleges the chair stops for no reason, leaving her husband stuck in the sun for several hours, resulting in second and third degree burns.

Manufacturer narrative:
Manufacturer contacted dealer. The consumer reportedly does not wear a seat restraint. The dealer has been to the home 5 times and could not duplicate the alleged incident. The consumer is being re-evaluated by his therapist due to the alleged events. Info provided indicates consumer is on medications that cause him to not be completely aware of things going on around him and is left at home alone for hours at a time. Manufacturer received no conformation of alleged injuries. MDR filed as a conservative measure based on serious injury claim.